Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The relationship of the device to the reported event of death cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implated date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the following: (I) the patient had an attack of anemia four to five days after the use of the angio-seal device for hemostasis. (Ii) the estimated blood loss was greater than 250cc therefore a blood transfusion was given, and close examination revealed a large amount of retroperitoneal hematoma, however there appeared to be no swelling around the puncture site. (Iii) the patient was advanced in age, so the family did not want to pursue further treatment. (IV)the patient had various complications and died shortly after (date of death unknown) from anemia caused by the retroperitoneal hematoma. (V)the procedure before deploying the device was cerebrovascular treatment. (Vi)a pre-deployment angiogram was performed. (Vii) the size of the sheath ancillary used is unknown. (Viii) the puncture site was distal to the inguinal ligament of the right common femoral artery. (Ix) the vessel diameter is unknown. (X) the patient primary disease is unknown. (Xi) it is unknown whether an autopsy was performed. (Xii) the causality with the device is unknown, however the physician stated that the cause may have been from imperfect hemostasis by the device.